Event description:
In the u.s., epa and dot regulations allow disposable of lithium batteries with ordinary household waste provided that they are fully discharged. Department personnel report they removed a depleted battery pack from a device. They completed the discharge of the battery pack per the label on the battery. A firefighter used a straight slot screwdriver and the soft handle on a pair of pliers to drive the screwdriver through the label. The battery was then placed in a receptacle in the bay for disposal. The on-duty screw walked into the bay a little later and noted the sulfur smell and a cloud around the receptacle. The crew put on protective gear and removed the battery from the receptacle. They noted the battery had a hole in the side. The battery pack was secured. Three firefighters complained of "itchy skin and respiratory distress" and were treated for exposure to the chemicals from the battery with breathing treatments, steroids, and chest x-rays. One was hospitalized overnight for observation and released the next day. That next day, the reporter stated that all firefighters present at the incident were "okay." File was originally closed on 9/15/2006 with an alert date of 5/23/2006. Upon clinical re-evaluation of the reported incident, event type is changed from complaint to malfunction with an alert date of 9/13/207.

Manufacturer narrative:
The customer did not release the battery pak to physio control for evaluation. Physio control reviewed battery safety information with the reporter. The battery pak label instructs users, "to dispose of this battery properly, discharge completely by driving blade of screwdriver down into slot as indicated." Also, according to the lifepak 500 AED's operating instructions, after placing the tip of a flat-tipped screwdriver on the slot, user a hammer to, "strike a moderate blow straight down on the top of the screwdriver handle. Make sure that the tip of the screwdriver breaks the label and penetrates approximately 3 mm (1/8 inch). This will strike and internal pin, initiate full discharge, and permanently disable the battery."

Manufacturer narrative:
Correction information: adverse event and/or product problem section of the initial medwatch report indicates: "product problem" adverse event and or/product problem of the initial medwatch report should have indicated: "adverse event" outcomes attributed to adverse events section of the initial medwatch report should have indicated: "required intervention to prevent permanent impairment/damage (devices)" type of reportable event of the initial medwatch report indicated: "malfunction". Type of reportable event of the initial medwatch report should have indicated: "serious injury" supplemental information: physio-control performed a supplemental clinical review of the reported event and determined that the discharge of the battery caused the user to require medical intervention for respiratory distress to preclude permanent impairment or permanent damage to the lungs.